Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low blood glucose event (bg) and reported concerns regarding inaccurate sensor readings (sg). The customer reported a sensor glucose value of 67 mg/dl and a blood glucose value of 82 mg/dl. The event involved product(s) unk_reservoir,mmt-1884,unomedical,78893-01. The low blood glucose was treated with glucose tablets. Troubleshooting was performed, including sg vs. Bg review, and the customer was warm-transferred to abbott for additional sensor support. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer was advised to discontinue pump use, revert to a back-up plan per healthcare provider instructions, and place the pump in storage mode. No further customer complications were reported. Mmt-1884 was expected to return. Unk_reservoir, unomedical,78893-01 was not expected to return.